Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few hours post implant of a pacing system the patient experienced bradycardia. It was noted there was probable loss of capture on the right ventricular (rv) lead. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.